Event description:
It was reported that after a da vinci-assisted surgical procedure, there were loose threads sticking out from the wire. The procedure was completed with no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the prograsp forceps be returned for failure analysis investigation. Isi, has not received the da vinci product with an alleged issue to perform failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding loose strands from the wire sticking out was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.